Event description:
Support contacted a (B)(6) old male pt after reviewing his download and the pt mentioned that he was having issues with one of his batteries. His battery was not holding a charge. Support issued the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(6) has been completed. The reported problem (battery won't hold charge) was confirmed. Upon eval, it was found that the battery had defective cells. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.